Manufacturer narrative:
The xps resonator s/n (B)(4) was received at the manufacturer on february 23, 2018.

Event description:
It was reported that during preparation for a procedure, multiple error codes were received. The procedure was not performed and was rescheduled. There was no patient injury reported.

Manufacturer narrative:
The xps resonator s/n (B)(4) was received at the manufacturer on february 23, 2018. Product evaluation: the box in which the resonator was returned was undamaged. A visual inspection of the returned resonator did not show any issues. It was found that the resonator was full of water and the resonator is a complete loss. The resonator assembly will be scrapped. Probable root cause: based on the analysis, the probable root cause is water damage.